Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer also reported other blood glucose values such as 100 mg/dl to 200 mg/dl. The customer treated high blood glucose with manual injection. The customer also reported that the drive support cap was flushed. The customer reported that the self-test and displacement test was passed. Based on customer¿s report customer did not allege under delivery. The customer was using the insulin pump when high blood glucose was reported. The insulin pump will be returned for analysis.